Event description:
Reporter called to submit a report about her implanted devices. She said one day she was walking, and she experienced shooting pain, and she went to emergency room. She said she was referred to (B)(6). She said the orthopedic diagnosed her with degenerative disc diseased, spinal stenosis, herniated disc. The doctor prescribed pain medication for her pain. The doctor told her that she needs a procedure called posterior spinal fusion with decompression. She said the pain medication did not alleviate her pain. She was having an ongoing pain. She said the doctor told her he no longer cares for her because of her insurance. Patient codes: 1994, 2263, 4581. Device code: 2993. Reference reports: #mw5173489, #mw5173490, #mw5173492, #mw5173493.